Manufacturer narrative:
It was reported that the patient experienced critical battery alarms. One battery ((B)(4)) was returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Review of (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned (B)(4) revealed that the device passed visual inspection and functional testing. The controller, (B)(4), in use during the event date did not have the smr software. Log file analysis did not reveal any critical battery alarms close to the event date. However, it was observed several premature power switching events that were due to communication errors involving (B)(4). This is an additional observation not related to the reported event. The most likely root cause of the power switching event can be attributed to communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery/(B)(4) / cat#1650de / exp. Date: 06/30/2015. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 06/30/2014. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was at home, they connected a fully charged battery to their controller and after one hour the battery induced a critical battery alarm. Also, it was reported that a few days after the first incident, the patient was connected to another battery and their ac adapter when they suddenly experienced another critical battery alarm. The affected batteries were exchanged with no reported patient consequences.